Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. Review of the product specification was performed which indicates the rated burst pressure (rbp) of the complaint device. The reported information indicates the device was not inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.